Event description:
It was reported that the device had failed barrel clamp accuracy. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of "failed barrel clamp accuracy¿ was not confirmed. Barrel clamp accuracy and calibration tests were performed multiple times, all tests concluded with a pass result. Barrel clamp binary sensor test also showed no issues. Device found to be operating as expected. Reported issue was not confirmed. Thereby concluding no fault found. On 06-dec-2024, pca device was received unboxed and with paperwork. External investigation did not confirm the reported problem. Internal investigation confirmed device is operating as expected. Device to be returned to san diego repair center for normal processing. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed barrel clamp accuracy. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.